Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer fell on their way to the kitchen and broke their fibia and tibia. Reportedly, customer was treated intravenously with fluids of saline. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.